Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal deformity and underwent orthopaedic spinal deformities. During the surgery, the screw slide and was replaced. The product came in contact with the patient. No patient symptoms or complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual, microscopic and functional examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the thread damaged portion of the thread. Functional evaluation with sample head set screw confirmed it was unable to be fully engaged. The above observations are consistent with misalignment of the head and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.